Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in ER after receiving hv therapy. Upon review, inappropriate hv therapy was delivered for svt. Reprogramming changes were made. Device remains implanted.